Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with the 70% stenosed lesion during advancement, as resistance was reported, causing the reported failure to advance and observed material deformation, ultimately contributing to the reported material separation. Further manipulation of the device and interaction with the challenging anatomy during removal may have contributed to the observed difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending artery that is 70% stenosed. The 2.5x23mm xience xpedition stent delivery system met resistance with anatomy when attempting to cross the lesion and the proximal shaft separated. The device was simply withdrawn including the separated portion. Another same size device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.